Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported right side rupture. Patient later reported right side implant looks and feels different. Healthcare professional later reported capsular contracture baker grade iii/IV and confirmed rupture. Patient also undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Clarification in h.10 - initial ad in the previous mw was updated to 6/feb/2023 since doctor reported caps con grade 3/4 but said that rupture could not be confirmed.  Additional, changed, and/or corrected data: a2, b3, b5, d6a, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient later reported right side implant looks and feels different. Healthcare professional later reported capsular contracture, baker grade iii/IV and confirmed rupture. Device has been explanted.

Event description:
Patient reported right side rupture. Patient later reported right side implant looks and feels different. Healthcare professional later reported capsular contracture baker grade iii/IV and confirmed rupture. Patient also undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed, one opening on the radius side assessed as fold flaw opening. (Additional observations: crease fold observed on the device. Non penetrating nick (stresses marks). White particles observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Patient later reported right side implant looks and feels different. Healthcare professional later reported capsular contracture baker grade iii/IV and confirmed rupture. Patient also undergone capsulectomy. Device has been explanted and replaced.